Event description:
The customer reported that the unit was rebooting.

Manufacturer narrative:
The customer reported that the unit was rebooting. The unit was evaluated at the philips andover repair bench and the failure was verified. Replacement of the data card resolved this reported issue.